Manufacturer narrative:
On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection.  Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."  Section e3 - occupation: patient/consumer h3 other text : na.

Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchekxs meter with serial number (B)(6) when the patient performed consecutive meter testing and when the result was compared to an unknown laboratory method. On (B)(6)2023: the meter result at 3:32 pm was  5.1 inr. The meter result at 3:43 pm was 3.8 inr.  On (B)(6)2023: the meter result at 10:01 am was  6.0 inr. The meter result at 10:03 am was 5.8 inr.  The laboratory result at 11:26 am was 4.4 inr.  The meter result at 3:32 pm was 6.2 inr.  The patient's therapeutic range is 2.5-3.5 inr.   The interval of testing is weekly.